Event description:
Olympus medical system corp (omsc) was informed that during an endoscopic submucosal dissection (esd) of the stomach for a pt who experienced gastric surgery, the device sparked since it contacted suture instrument which was placed in the stomach before surgery and the tip broke and came off. After that, the doctor withdrew the device from the pt and completed the procedure with another device. He did not remove the broken tip. There was no report of pt injury regarding this report.

Manufacturer narrative:
The subject device was returned to omsc for investigation. The investigation confirmed that the distal tip was broken and partially melted. As the result of the checking of the manufacturing record of the same lot, nothing abnormal detected. According to the investigation, omsc consider that spark occurred on contact with suture instrument. The local tip became extremely hot and was melted. Concentration of stress to the tip led to the breakage. This report is being submitted as a medical device report in an abundance of caution.